Event description:
From a clinician's note: the notes indicate the patient had pain and weakness on (B)(6) 2021, 6 weeks after the revision which occurred on (B)(6) 2021. This pain and weakness is an expected outcome as recovery continues from a total hip revision. On (B)(6) 2022, a clinic note states the patient¿s right hip is doing well. He now has a dysplastic left hip with pain, though there is no indication a medical device is present in the left hip. The above notes do not affect the outcome of the revision indicated on this pc and no additional pcs are required at this time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: unspecified tissue injury (e2015) reported in the initial medwatch was used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The reported allegation can not be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation complaint received ad 11 jul 2022. Patient was revised was due to removal of fluid, removal of yellowish fibrinous material, removal of a large cystic lesion at the proximal femoral anterior neck region, soft tissue debridement, removal and bone grafting due to toxic heavy metal and metal ion cobalt and chromium poisoning, pain, tissue and bone destruction, metal wear, emotional trauma and distress, elevated cobalt and chromium levels. Doi: (B)(6) 2007. Dor: (B)(6) 2021. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary, the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation found dissociation between the liner and the cup component. The reported allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5, h6 health effect - clinical code.

Event description:
After review of the medical records, the patient sustained a fall on (B)(6) 2021, after he had slipped on water.